Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the inspection by olympus korea, we presume it is unlikely that the reported phenomenon was attributed to the subject device. There is a possibility that the reported phenomenon was attributes to connected device(s) and/or connection(s) where the gas flew.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that gas leaked and pressure decreased during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and the gas leak was not reproduced. There was no report of patient injury associated with this event.